Event description:
A facility reported the plastic round piece at the end of the syringe (where the needle is inserted) was loose. Therefore, it was harder to tighten/lock the needle onto the syringe. The facility stated they used a different syringe, and completed the procedure without impact to the patient. This occurred four times. This is one of four medical device reports being reported for this facility.

Manufacturer narrative:
Investigation of the batch record visual inspection: no remarks related to rotating luer lok adaptors were reported. All items are visually inspected. A test was performed on retention samples; samples passed functionality testing. Some of the luer lok adaptors of the retention samples could spin. A spinning luer lok adaptor is not criteria for rejection according to the directions for use in the package insert the luer lok adapter should be fixed between the fingers when connecting the cannula to prevent rotation of the adaptor.